Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep rx pta balloon to treat a lesion in the superficial femoral artery. The lesion exhibited 99% stenosis, moderate calcification and slight tortuosity. Lesion size: 30mm. No stenosis at the proximal of the lesion site. No previous stent implantation at the proximal of the lesion. No abnormalities noted during device inspection and preparation before use. During the procedure the physician inserted the amphirion deep through introducer sheath and felt a strong sense of resistance at the calcified lesion site, but continuously attempted to push the amphirion deep through the lesion. An attempt was then made to inflate the device, but the balloon could not be inflated. The device was withdrawn without any resistance and it was confirmed that the shaft was greatly deformed and several kinks were also observed. The physician attempted to inflate the balloon in vitro and the leak from the shaft was confirmed. A pacific plus was used as replacement. The operation was completed without any problem and there was no adverse event to the patient.

Manufacturer narrative:
Evaluation summary: traces of blood were detected over the balloon. The device was found kinked close to the guide wire exit port (90 mm from the shaft ¿hypotube welding). Traces of radio opaque solution were detected proximally into the shaft. The balloon was unfolded and it appeared to have been previously inflated. The 0.014" guide wire was inserted from the tip till the exit port without problem or friction. A manometric syringe was connected to the luer port and an attempt to inflate the balloon was performed, however it failed due to a leakage in the kinked area.